Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to manufacturer for analysis. Visual inspection of the returned platform shows that the bottom and the front cover were cracked at the screw holes area. In addition, several loose screws were found inside the platform that were from the damaged bottom and front covers. The physical damages found during visual inspection confirmed the reported event of a loose screw inside the unit making a rattling sound. The damages appear to have been caused by normal wear and tear (autopulse manufactured in 10/2007). A review of the archive was performed and the reported complaint of the platform displaying user advisory 2 (compression tracking error) was confirmed. The archive data shows multiple ua2 to have occurred on the first compression on the reported event date of (B)(6) 2014. Functional testing was performed and the reported issue of the platform displaying user advisory 2 (compression tracking error) could not be reproduced. Furthermore, load cell characterization testing was performed and indicated that both load cell modules are functioning within specifications. The platform ran with a 95% patient test fixture with good batteries for several hours with no faults or errors observed. Based on the initial investigation, the parts identified for replacement are the bottom and the front covers. In summary, the reported complaint of a loose screw inside the unit making a rattling sound was confirmed during the visual inspection. The fault was found to be due to normal wear and tear. The reported complaint of the platform displaying user advisory 2 (compression tracking error) was confirmed based on the archive review but could not be reproduced during functional testing. The root cause for the ua2 could not be determined. Per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation.

Event description:
Complainant alleged that the autopulse® platform displayed a user advisory (ua) 2 (compression tracking error) message. The lifeband was changed, however the reported problem did not improve. Complainant also reported that there may be a loose screw inside the unit as it appears to be making a rattling sound. No patient involvement was reported. No further details were provided.